Manufacturer narrative:
The initial MDR 2432235-2016-00394 was filed on july 15, 2016. Additional information (07/25/2016): information regarding reagent lot # for immulite 2000 xpi progesterone was received. The reagent lot # is 457 and has been amended with this information. Additional information (07/28/2016): a siemens headquarters support center (hsc) specialist reviewed the data provided by the customer and indicated that different antibodies are used to create progesterone assay. Advia centaur xp uses mouse monoclonal and immulite 2000 xpi uses rabbit polyclonal antibodies, and therefore they can show different cross reactivity. The patient samples, medications or treatment were not provided for further investigation or to rule out cross reactivity. Immunoassays can be subject to a number of interferences including exogenous interferences such as drugs, nutritional supplements and/or herbal medicine in the blood. The hsc specialist reviewed the quality control data and indicated that the quality controls were acceptable indicating that the assay is performing as expected.

Manufacturer narrative:
The cause of the discordant, falsely low progesterone results on one patient is unknown. Siemens healthcare diagnostics is investigating the issue.

Event description:
Discordant, falsely low immulite 2000 xpi progesterone results were obtained when comparing two samples drawn from the same patient within a few hours of one another. Sample ID (B)(6) was initially tested on an alternate customer site and the results obtained on advia centaur xp and immulite 2000 xpi instruments did not match. One of the results obtained on advia centaur xp instrument was reported to the physician(s). A different sample was drawn from the patient a few hours later at this customer site. This sample was run on the immulite 2000 xpi and advia centaur xp instruments and the results still did not match. It is unknown which results were considered correct. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low progesterone results.